Manufacturer narrative:
Evaluation codes: results/conclusion: excessive tortuosity, moderate calcification and 95% stenosis, stent deformation, excessive tortuosity, device not available for evaluation. (B)(4).

Event description:
Physician intended to use an endeavor resolute drug eluting stent to treat an excessively tortuous, moderately calcified lesion exhibiting 95% stenosis in the lcx. The device was removed from packaging, inspected and prepped prior to use with no issues noted. The lesion was predilated twice at 14 atms using a 2.0x12mm balloon. It is reported that during positioning of the device in the lesion the stent was deformed due to the vessel tortuosity and calcification level. No patient complications were reported. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy; the event was procedural related and not device related. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.